Event description:
The tech reported the side rail will not raise to the latch position. No pt injury reported.

Manufacturer narrative:
The tech found the side rail slide bracket is damaged. The advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The tech replaced the side rail slide bracket to resolve the issue. Based on this info, no further action is required.